Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the package was found broken during inspection. Involved 12 pcs. No patient involvement.

Event description:
It was reported that "the package was found broken during inspection. Involved 12 pcs. No patient involvement.

Manufacturer narrative:
(B)(4). The complaint of broken package - sterility compromised was confirmed based on the sample received. The customer returned 12 units of 528235 visistat 35w 6/box for investigation. The individual returned units were unopened samples in original packaging. The packaging of the returned units was observed to be damaged, with cracking near the tips of the devices where the staples are ejected. The sterile barriers of the returned samples are compromised due to the packaging damage. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.